Manufacturer narrative:
Sample analysis: a visual analysis of the delivery pusher revealed the coil detached from the delivery pusher. The implant coil is not included for eval as it remains within the pt. The tether that attaches the implant coil to the delivery pusher was broken. The most distal segment of the broken tether has characteristics of stretching visible. The remainder of the pusher was normal in spec. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile spec of the attachment monofilament. The microcatheter used with this device was not returned for eval. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon positioning an embolization coil within a carotico cavernous fistula, venous approach, the microcatheter was placed in the cavernous sinus through the inferior petrosal sinus. The microcatheter pushed back while deploying the last few centimeters of the coil. The coil was withdrawn slightly to reposition the microcatheter and in doing so, the coil detached. The remaining coil was deployed and was left insitu within the internal jugular vein. The pt made complete recovery. No harm or injury reported.